Event description:
Report received from (B)(6) states: "the cutter has reduced cutting performance and vibrates stronger than usual. No pt impact."

Manufacturer narrative:
The device was requested for eval; however, has not been returned. Should add'l info become available, a supplemental report will be submitted.